Manufacturer narrative:
Reported event: it was reported that the impaction platform broke during impaction. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. CAPA (B)(4) has been raised for lost product. If the device is returned then the complaint will be reopened. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot 45021215 and accepted into final stock on (B)(4) 2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot 45021215 shows 09 additional complaints related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. CAPA (B)(4) has been raised for lost product. If the device is returned then the complaint will be reopened.

Event description:
Impaction platform broke during impaction. Case type: tha

Manufacturer narrative:
As part of the normal complaint follow up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction platform broke during impaction. Case type: tha.